Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the high purge pressure/purge system blocked was due to biomaterial buildup based on data log analysis.

Manufacturer narrative:
The impella device is not available for return from the customer. Therefore, investigation of the device is not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that an impella 5.5 had purge pressure high and purge system blocked alarms. Tissue plasminogen activator was administered but the purge system blocked alarm was not resolved. The impella 5.5 was exchanged for a new one.